Event description:
A malfunction was reported with malf 12 displayed, and fault ID was available as 12-0x2071. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Customer service provided assistance in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurred, which the customer acknowledged.